Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, even after the period of 6 months not able to fully see at close and middle range. This impairs in personal and work life. After meeting ophthalmologist, he told it was the fault of the lenses and some people might not regain proper vision after the operation. But it has been almost a year and still could not see properly at certain distances, hope that the doctor was mistaken and it was not caused by the lenses. There are two medical device reports associated with this patient. This file is 1 of 2.